Event description:
After the implant procedure was completed, imaging confirmed a pneumothorax. Physician admitted the patient and placed a chest tube. Pneumothorax resolved, and the patient was discharged four days later.